Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Probe is having issues with the image. Very grainy and blurry.

Event description:
Probe is having issues with the image. Very grainy and blurry.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the probe is having issues with the image. Very grainy and blurry was unconfirmed. The image is comparable to a test cue probe. It is not grainy or blurry. There is no root cause due to the reported issue was not confirmed. H3 other text : evaluation findings are in section h.11.